Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the error was caused by a hardware error of the robot control unit (rcu). According to our system specialists it is most likely that the rcu rack was defective. This thesis is supported both by the logfile and by the fact that the issue has been resolved by exchanging the rcu rack (part# 10523514). The spare part consumption has been checked and neither an error accumulation nor a systematic error has been found. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an error occurred while using the artis zeego. During an interventional procedure, the user reports "stand movement stops". The procedure was continued and finished using an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to investigate of the reported event.